Manufacturer narrative:
The nine additional proglide devices referenced, are filed under separate medwatch report numbers. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with ten proglide devices via 6fr sheath were attempted in a common femoral artery using the preclose technique prior to an aortic prosthesis procedure. Reportedly, the proglide device could not complete closure as no suture was retrieved with ten proglide devices. Additional proglide devices were used for successful suture placement using the preclose technique. The procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequela. There was no clinically significant delay in the entire procedure. No additional information was provided.